Manufacturer narrative:
(B)(4). The user facility has cancelled the request for service as they were able to resolve the reported issue.

Event description:
It was reported that the heater cooler unit was producing errors and was inoperable. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence attempts were unsuccessful in obtaining additional complaint information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.